Event description:
Contact replaced the batteries in the glucometer but the meter's alarm will still not work and they are getting erratic readings. Customer stated that they took 4 readings back to back with results of 562, 95, 462, 220mg/dl. While on the phone, a review of the system was conducted. During the review, it was determined that the customer was using off-brand test strips. The customer was sent new testing supplies and asked to call when they receive the new supplies to complete the testing. Customer was invited to call 24/7 with future questions/concerns.